Event description:
It was reported that a (B)(6), male patient, underwent an ischemic ventricular tachycardia procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered a vascular dissection. It was noted that this patient had a strong cardiovascular history including a previous coronary artery bypass grafting with multiple cardiovascular risk factors that may have contributed to this event. Following femoral artery puncture and 8fr sheath insertion, the thermocool df ablation catheter could not be passed smoothly up the femoral artery. The catheter was withdrawn, and contrast injected into the femoral artery via the sheath. This revealed the vascular spiral dissection to the external iliac artery commencing at the point of the sheath tip upwards 20-25mm. The dissection appeared intravascular without contrast blush outside of the arterial border. Intraarterial wall contrast staining was noted, and remained for at least 10minutes post injection. There is no knowledge about further hospitalization and no additional intervention was performed, at this moment the procedure was aborted. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is primary because of patient's complex vascular anatomy. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. As lot #: 15982269m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)